Event description:
It was reported that the customer had difficulty charging the pump battery, "must hold it in a certain position to fully charge or it won't charge. "There was no adverse impact to the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.